Manufacturer narrative:
The device was returned for evaluation. The unit returned had kinks in the sheath, a kink in the lapjoint, and the catheter was tangled with a guide wire. A visual inspection revealed kinks in the sheath assembly from femoral marker to the proximal end. The imaging window assembly was twisted and tangled with the guidewire. A microscope/borescope revealed that the sheath was partially detached at the lap joint. Impedance testing revealed an electrical open at the proximal wave form. The catheter was unable to be flushed and imaging testing could not be performed due to the returned product condition. X-ray analysis revealed the electrical failure was a result of an imaging core windup.

Event description:
Reportable based on additional information received on 31aug2020. It was reported that lost image occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. An opticross hd imaging catheter was advanced for use and during the procedure, the image was lost. The procedure was completed with another of the same device. There were no patient complications reported. However, it was further reported that the catheter became tangled with a guidewire. After the lad was treated, the post ivus was attempted but the catheter tangled with a guidewire. Both the catheter and the guidewire were removed from the patient.